Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a pump had a blank display screen with audio tones and vibration. During the course of troubleshooting the reporter stated that upon attempting to reboot the pump a second time the display showed the appropriate verify screen. The reporter alleged that there was moisture inside the pump. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.